Event description:
The device reportedly displayed dashed lines on the display screen in paddles mode. The device operator allegedly checked connections between the device and pt and the dashed lines continued to be displayed. A back up device was obtained and treatment was continued. The pt was not resuscitated.